Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed while the event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. The lp was removed, and the helix was found sprung. A different lp was used to complete the procedure. The patient was in stable condition.